Manufacturer narrative:
The device was not available to be returned for analysis. The device that was returned for this complaint was not the product involved with the complaint, or any complaint. Complaint conclusion: the balloon of a 5x150mm saber percutaneous transluminal angioplasty (pta) catheter ruptured at its nominal pressure. Another non-cordis balloon was used for pre-dilation. Then another 5x150mm saber pta catheter was used and a 6x150mm smart stent was implanted. The procedure was completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuosity and calcification were unknown. The rate of stenosis was 100 %, chronic total occlusion (cto).this was a ppi (percutaneous peripheral intervention) case. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. A 6f non-cordis guiding catheter and a non-cordis guidewire crossed the lesion. It is unknown if there was difficulty advancing the guidewire to the lesion. The 5x150mm saber pta was delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated as a pre-dilation, but it ruptured at its nominal pressure. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was removed from the patient and a new 4mm non-cordis balloon performed a pre-dilation. Another 5x150mm saber was inflated in the lesion, and a 6x150mm smart stent was placed.     The device was not returned for analysis. A device history record (DHR) review of lot 17535988 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.     The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics (a rate of stenosis of 100%) may have contributed to the reported event. According to the instructions for use ¿do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant devices: 6f sheathless pv guiding catheter, and asahi intecc; treasure 300 guidewire, st. Jude medical. The replacement balloon was a 4mm nse, goodman. The device was received for analysis; however, the engineering report is not yet available. It will be provided within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5x150mm saber pta catheter ruptured at its nominal pressure. Another non-cordis balloon was used for pre-dilation. Then another 5x150mm saber pta catheter was used and a 6x150mm smart stent was implanted. The procedure was completed successfully. There was no reported patient injury. The device will be returned for analysis. The patient¿s information was unknown. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was 100 % (cto).this was a ppi (percutaneous peripheral intervention) case. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. A 6f non-cordis guiding catheter and a non-cordis guidewire crossed the lesion. It is unknown if there was difficulty advancing the guidewire to the lesion. The 5x150mm saber pta was delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated as a pre-dilation, but it ruptured at its nominal pressure. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was removed from the patient and a new 4mm non-cordis balloon performed a pre-dilation. Another 5x150mm saber was inflated in the lesion, and a 6x150mm smart stent was placed. The procedure finished successfully. There was no reported patient injury. The product was clinically used.